Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/05/2017 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. The black box showed that the battery voltage immediately following a battery change was low. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation.